Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on anterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Explanting physician reported rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.